Manufacturer narrative:
Additional h6 codes: 4450 - aortic valve insufficiency/ regurgitation 4451 - mitral valve insufficiency/ regurgitation 1729 - atrial fibrillation 2010 - pleural effusion 4868 - hemodynamic instability. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The reported events were considered to be device or therapy related. The device was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including death, bleeding, cardiac arrhythmia, infection, right heart failure, respiratory failure, and renal dysfunction, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, "surgical procedures", states that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and infection as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU also provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. Further, this section discusses the potential development of right heart failure following implant and outlines the associated treatment options. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient received a left ventricular assist device (lvad) on (B)(6) 2026 and also required right ventricular assist device (rvad) and the chest was left open with a wound vac. On (B)(6) 2026, they returned to the operating room for chest closure. On (B)(6) 2026, they received 1 unit of red blood cells (rbc). The patient was extubated on (B)(6) 2026; however, they did not pass their swallow study and tube feeding was initiated on (B)(6) 2026. The patient remained on support with lvad and rvad and inotropic support. A transthoracic echocardiogram (tte) on (B)(6) 2026 showed left ventricular ejection fraction (lvef) 15%, right ventricular (rv) function moderately to severely reduced. Administration of cefepime/vancomycin was completed on (B)(6) 2026 (7day course for fevers of unknown origin). The patient had worsening vasoplegic shock requiring high dose vasopressors, sodium thiosulfate (sds), and cyanokit with improvement. They were placed on amiodarone taper for paroxysmal atrial fibrillation. The patient was transfused one unit of rbc on (B)(6) 2026 for anemia. Rvad was capped on (B)(6) 2026 with worsening respiratory failure with increased oxygen requirements. Continuous renal replacement therapy (crrt) was initiated on (B)(6) 2026. The patient then received another unit of packed red blood cells on (B)(6) 2026. On (B)(6) 2026, the patient was taken to operating room for rvad explant, however, post explant the patient became hemodynamically unstable with worsening respiratory failure requiring re-cannulation via groin. The patient was extubated (B)(6) 2026. The patient was initiated on midodrine for hypotension (B)(6) 2026. Heparin drips were initiated and sweep capped on (B)(6) 2026. Lvad speed was increased to 5800, and they were weaned off vasopressors (B)(6) 2026. The oxygenator was removed on (B)(6) 2026. Antibiotics completed on (B)(6) 2026. On (B)(6) 2026, they continued to be vasoplegic, x-ray showed improving pulmonary edema and echocardiogram showed an ejection fraction (ef) of 10 to 15% with severely reduced right ventricular systolic function at a speed of 5800 with trivial mitral regurgiation (mr) and mild aortic insufficiency (ai) with the aortic valve opening every beat. They remained on vasopressor support; midodrine and droxidopa were increased. The crrt was discontinued on (B)(6) 2026. The patient was diuresed with intermittent lasix dosing per nephrology. Their fluid status remained positive daily since the crrt was discontinued. The crrt was resumed on (B)(6) 2026. They remained on rvad and 2 dimensions echocardiogram (echo) at a speed of 5800 on (B)(6) 2026 revealed aortic valve opening with each beat, left ventricular systolic function of 10 to 15% with severely reduced rv systolic function, mild aortic insufficiency (ai) trivial to mild residual mr post alfieri stitch and left ventricular end-diastolic diameter (lvedd) of 5.1 cm. In anticipation of weaning the rvad, the patient's lvad speed was decreased to 5600 on (B)(6) 2026. On (B)(6) 2026, lvad speed was decreased to 5200. The crrt was stopped. Due to bleeding from intravenous (IV) sites, the patient received another 1 unit of rbc on (B)(6) 2026 and continued to wean rvad as tolerated. Achromobacter xyolosoxidans in bk from (B)(6) 2026 (aerobic and anearobic) and infectious disease was consulted for achromobacter xylosoxidans bacteremia. On (B)(6) 2026, the crrt was stopped. On (B)(6) 2026 the patient underwent echo with rvad turned down. Cultures were repeated and the patient was transitioned to merrem, per infectious diseases (ID), antibiotics for 4 weeks. Inotropes and epo were initiated in order to help with rvad wean. Lvad speed was decreased to 5000 and rvad was turned down with echo. They underwent bilateral thoracentesis on (B)(6) 2026. On (B)(6) 2026, partial thromboplastin time (ptt) goal was increased with rv weaning. They had reaccumulation of large bilateral pleural effusions, and on (B)(6) 2026 he underwent repeat right thoracentesis with removal of 1.9 liters. A chest xray showed near complete whiteout on left concerning for mucous plug. The patient underwent therapeutic bronchoscopy on (B)(6) 2026 which showed thin clear mucus in bilateral mainstem bronchi; bronchoalveolar lavage (bal) was performed. Over the weekend, the patient required increase in sweep gas. A chest xray suggested worsened with near complete opacity on the left side. On (B)(6) 2026, they underwent bronchoscopy which showed left mainstem and left lung with significant amount of irritation from mucosal bleeding and pus visible. There appeared to be a small mucosal tear on the medial aspect of the left mainstem bronchus. Overall, there was a significant amount of tracheomalacia throughout all of the airways including the main trachea. Further goals of care conversations were had given ongoing clinical decline. The patient was made comfort care and passed away (B)(6) 2026 at 1615.

Manufacturer narrative:
Additional h6 codes: e06 valvular insuff/regug: aortic valve insufficiency e062101. E06 valvular insuff/regug: mitral valve regurgitation e062102. E0601 arrhythmia: afib e060102. E07 respiratory system: pleural effusion e0731. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.